Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported issues with the insulin pump. Customer states that there is a motor error alarm. The blood glucose reading is 270 mg/dl. Nothing further reported.

Manufacturer narrative:
The pump was received with no unexpected motor error alarms. The pump passed the displacement, rewind, basic occlusion, and motor test. However, the pump alarmed during the prime test due to moisture damage on the force sensor. The pump also had minor scratches on the lcd window, a cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads, and a stained end cap sticker.